Manufacturer narrative:
This product is not manufactured by richard wolf medical instruments. The end user was contacted and product was returned to the end user in 2006.

Event description:
After using the laparoscopic hook scissors, physician handed off the instrument to the scrub nurse. She noticed that the tip was missing. An xray was taken confirming the tip was in the pt. It was retrieved and the procedure completed.